Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the failure of single point load cell #2. The cracked bottom enclosure and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in dec. 2016 and is over 6 years old, well beyond its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, the bottom enclosure was observed to be cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling. The bottom enclosure will be replaced to address the issue. A review of the archive data showed user advisory (ua) 07; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 displayed upon powering up the platform; thus, confirming the reported complaint. Single point load cell #2 will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.